Event description:
Pt had groshong catheter implanted on 10-18-96. Pt returned to or on 1-20-97 for removal and placement of new cook catheter. Groshong became non-functional after only few uses. When removing catheter a part of the catheter remained in the right ventricle. The pt was transferred to a hosp via ambulance for removal.